Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the helmer fridge needs to be calibrated. It shows a different temperature than two of our own temperature probes. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, refrigerator to be calibrated. A field service engineer (fse) mentioned work order was as duplicate but there was no other info received from fse regarding repair information. A follow up was raised requesting correct work order but no information provided.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, refrigerator to be calibrated as it showed a different temperature. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.